Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the competitor's transvenous right atrial (ra) lead exhibited some fluctuations in ra pace impedance between 900-1700 ohms. The fluctuation in impedances remained within normal limits. There was also some functional undersensing of p-waves noted. There were no adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The investigation will be closed at this time. If new information becomes available, this report will be further evaluated and updated.